Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Related manufacturing reference: 2184149-2024-00156. During an atrial fibrillation and planned pulmonary vein isolation redo procedure, communication issues resulted in the procedure being cancelled. The prs sensors were not displayed within the field frame which made it impossible to work in voxel mode. Correct positioning of the sensors within the field frame was checked, metal distortion was checked, table height was adjusted, the field frame and sensors were repositioned, the ensite study and ensite x amplifier were restarted, the field frame was reconnected physically on both sides, the sensor cables were both reconnected as well as their ports exchanged on the amplifier, and the sensors were tested without the patient in optimal conditions. None of these troubleshooting attempts resolved the issue. The physician did not want to use navx mode so the procedure was postponed and there was no adverse patient consequences. The procedure has been rescheduled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.